Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode on this implantable cardioverter defibrillator (ICD), technical services (ts) noted that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode on this implantable cardioverter defibrillator (ICD), technical services (ts) noted that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the physician opted to explant and replace this device due to therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system.

Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode on this implantable cardioverter defibrillator (ICD), technical services (ts) noted that the right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the physician opted to explant and replace this device due to therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system, explant was not related to the initial allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device never triggered replacement indicator while implanted. Visual inspection noted no irregularities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.